Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the refrigerator door failed to close. A field service engineer inspected the refrigerator door and found no issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a refrigerator door was failed to close. The customer reported that there was a delay in dispensing medication to patient, and the user was unable to retrieve the medication. There were no adverse events or injuries reported based on this event.